Event description:
It was reported that (1) er320 was used during a lap chole procedure. It was reported by the rep that the surgeon placed several al326 clips on cystic duct. The surgeon was not happy with security. The surgeon opened another er320. The surgeon appeared to fire on a previously (al326) clip. The instrument failed to operate. It is unknown how the case was completed. There was no consequence to pt.